Manufacturer narrative:
Additional information: h3 - device evaluation: lens was returned in micro-centrifuge vial, with moisture on the product. Visual inspection found no visible damage to lens. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4) claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -13.00/2.5/079 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2020. Lens rotation not associated to a low vault was observed. On (B)(6) 2020 the lens was exchanged for a longer length lens, this resolved the problem. Cause of the event is reported as unknown.